Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4) still apply. Reason for original complaint. -patient revised for cup malpositioned. **update: (B)(4) 2013 - litigation papers received. Litigation alleges pain and difficulty ambulating. A liner and femoral head are now being reported to address these issues.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the liner and head's device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs, pff and medical records received. In addition to what was previously alleged. Pfs alleges injuries, mental stress, lack of mobility and pain in the hip and groin. Discomfort, walking difficulty, and sleep disturbances. Pff alleges dislocation with closed reduction. After review of medical records for MDR reportability, the patient was revised to address recurrent dislocation of the left hip. Revision note reported capsular scar, serosanguineous fluid. Hip was found to be grossly unstable posteriorly , soft tissue was noted to be grossly loose, soft tissue tension, and hemostasis.